Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 1218950-2020-00464. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator did not generate an alarm when the device displayed an arrhythmia of asystole. Despite the delay in treatment, the device did deliver shock to the patient, which converted the arrhythmia into a normal sinus rhythm. On an unknown date ¿days later¿, the patient experienced an outcome of death.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator generated a flat line on the display, an asystole alarm was not generated, and the underlying rhythm was a shockable rhythm. The device was in use on a patient at the time of the alleged malfunction. Philips is considering this event to be a serious injury because there was a delay in treatment, it is unknown if the patient experienced an adverse event, and the outcome of the event is unknown. Additional information has been requested.